Event description:
Pt undergoing CT scan with the use of the power injector. Experienced infiltration of approx 30cc of conray 60 dye in the right antecubital space. No immediate adverse effects other than swelling at the site when discharged from radiology. The pt returned to teh ER approx. One hr later with increased swelling and pain in the right arm and blistering at the right antecubital space. Required injection of wydase into the filtration site to counteract the effects of the dye. A test dose was injected prior to the test with no difficulty or infiltration.